Manufacturer narrative:
Block a2: the patient's age at the time of the event is reported to be 2.5 yrs old. Block h6: medical device problem code a0501 captures the reportable event of sheath detached. Block h10: visual analysis of the returned zero tip pulmonary basket device found the sheath was torn at proximal section and was kinked/bent at distal section. The torn area was inspected under magnification and found evidence of torsion on the sheath. Based on all available information, it is most likely that handling and manipulation of the device during use can lead to the sheath kinking. Also, user technique to remove the device from its package can kink the sheath. The torn area observed on the sheath presented evidence of torsion that can result in tearing of the sheath during the use of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a zero tip pulmonary basket was to be used in the trachea for a removal of tracheal foreign body procedure performed on (B)(6) 2021. During procedure, when the package was unpacked, the sheath of the zero tip device was found to be detached. The procedure was completed with another zero tip pulmonary basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient's age at the time of the event is reported to be (B)(6) yrs old. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip pulmonary basket was to be used in the trachea for a removal of tracheal foreign body procedure performed on (B)(6) 2021. During procedure, when the package was unpacked, the sheath of the zero tip device was found to be detached. The procedure was completed with another zero tip pulmonary basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.